Event description:
The pt was implanted with a smooth saline mammary prosthesis on 9/19/90. Subsequently, the pt experienced autoinflation of the device, seroma and asymmetry. The device was removed on 1/13/99.